Event description:
Dealer alleges the riggings when they are in the down position require the consumer to lift her legs a half inch and she doesn't have the strength to do this thus they wont swing out of the way.